Event description:
At 1-week follow-up, rv lead threshold was normal at 0.50v @ 0.50ms. At the 3-month visit, threshold had increased to 4.0v @ 0.50ms. Then, at the 6-month visit on (B)(6) 2016, there was no capture of the rv lead. On (B)(6) 2016, patient underwent rv lead revision due to dislodgement.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided rv pacing threshold tests, performed on (B)(6) 2015, confirmed a pacing threshold of 4.0 v with a pulse width of 1.0 ms. In spite of the available information, no conclusion can be drawn regarding the root cause of the observed dislodgement. An analysis of the lead itself would be necessary to determine the root cause.